Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files; however, the reported event of overheating and vibrating controller was unable to be confirmed. The system controller was returned for testing. The controller functioned as intended throughout testing and was able to support the system without issues on the power module and mobile power unit. Temperature of the controller was measured while operating a pump and revealed temperatures within design specification. The controller supported a mock circulatory loop for an extended duration without issues or alarms. The submitted log files also revealed a backup battery fault alarm associated with the backup battery not passing the load test. A backup battery fault alarm activates at (B)(6) 2026, 23:16:45 and remains active until the driveline is disconnected on (B)(6) 2026, 10:53:20. The driveline disconnect is associated with the reported controller exchange. A root cause for the reported events could not be conclusively determined through this investigation. A corrective and preventative action was initiated to address the backup battery faults. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use cautions "do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c).¿ the heartmate 3 patient handbook instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with no external power conditions that would cause the backup battery to be put into use. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was noted that the ebb had been replaced in the past. The controller was exchanged. The mpu did have a v-lock connector on the ac power cord.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a recurring backup battery (ebb) fault. Log files were sent for review. The log file began capturing ebb faults on (B)(6) 2026 due to the ebb failing the load-test. The log file captured "no external power" alarm(s) and multiple other associated alarm types on (B)(6) 2026. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. The patient also reported that the controller becomes very hot throughout the day, especially at night and vibrates when connected to the mpu.